Manufacturer narrative:
Additional information: device manufacturing date updated.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A manufacturer representative reported that, while in a spinal fusion, an imprecision was observed when utilizing the screw driver. It was noted that the screw interface in the application software was imprecise. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.